Manufacturer narrative:
(B)(4). Batch # p56j9c. Device analysis: the analysis results found that the sr55 cartridge was received with no apparent damage. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, (staple) does not formed b shape. There was no delay to procedure and no patient consequence reported.